Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. In view of the elements transmitted and in the impossibility of expertise neither the screw or the screwdriver broken, the reported incident is probably due to the use of an unsuitable screwdriver.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. "During an acl procedure, the compositcp screwdriver fractured in the compositcp screw that was partially screwed. To complete the procedure, a different compositcp driver was used, which fractured the screw. The tip of the screwdriver was retrieved from the screw. No fractured pieces were retained by the patient. There was a 15 min delay in the procedure".